Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc) and oversensed noise that caused the right ventricular (rv) lead to deliver pacing when not required. Another lead was successfully implanted. This ra lead has not been returned for analysis. No additional adverse patient effects were reported.